Event description:
It was reported that the pump became frozen on a low battery power alert, and the customer was unable to clear it. During troubleshooting with tandem technical support the alert was able to be cleared. The customer's blood glucose was 117 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen became frozen [unresponsive] during pump's low power alert. The customer's blood glucose was 117 mg/dl. During troubleshooting with tandem customer technical support, the customer was able to clear frozen alert with button alarm and insulin delivery was able to be resumed.